Event description:
It was reported that the patient presented for a device change out and lead replacement procedure. During the procedure, it was noted that while attempting to implant the right atrial (ra) lead, the lead was unable to be removed from the pacemaker's header. The lead and the pacemaker were explanted and replaced. There were no patient consequences.